Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it has been over 15 years since the subject device was manufactured, likely leading to deterioration of the power supply unit and the phenomenon described. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was evaluated by olympus and it was determined the power unit failed. The investigation is ongoing and a definitive root cause of the reported problem cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus, model clv-s40, visera xenon light source, returned to olympus for repair due to a report of a damaged filter plate. Upon inspection and testing of the returned unit, it was determined the power unit failed. This report is submitted for the malfunction of power unit failure. As this was found during inhouse service, there was no patient involvement.